Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level in the 50 mg/dl. The customer reported calibration not accepted alerts. The customer treated for the low blood glucose level with food. The current blood glucose level was 322 mg/dl. The customer did troubleshoot the issues. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.